Manufacturer narrative:
Product investigation summary: the returned t15 stardrive was examined and the complaint condition of ¿broken tip¿ was able to be confirmed as the returned driver was received missing an approximately 4mm portion of the tip. A definitive root cause was unable to be determined; however, the failure mode is likely due to the application of excessive forces/rough handling over 10+ years in the field. The relevant drawings for the returned instrument were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Device history records was conducted. The report indicates that the: DHR review for part#314.115 lot#4599793, release to warehouse date: may 27, 2003, manufactured at synthes (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a t15 stardrive screwdriver tip broke upon insertion into a locking screw. Broken piece was retrieved. The surgery was for an open reduction internal fixation (orif) of the ankle. There weren't any reported issues with the implants. No delays, completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.